Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a couple of falls in 2013. The patient also fell in (B)(6) 2015. They had a loss of therapeutic effect. Adjusting stimulation and trying three programs had helped on and off for a year. While on the call, the patient switched to program four. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.